Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30344087m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Ablation was conducted for pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti). During cti, the impedance value increased from 200 to 230 ohms. The ablation procedure was ended, and the catheter was removed from the patient¿s body. After the procedure, the patient¿s blood pressure dropped when the hemostasis was being applied. The blood pressure was between 75 and 87 but did not return to the normal value. Cardiac tamponade was then confirmed by body surface echocardiography. Pericardiocentesis was performed to remove about 250ml of fluid from the pericardial space. The blood pressure gradually recovered from 100 to 110 to 120 and became stable. It is unknown if extended hospitalization was required as a result of the adverse event. The physician commented that there were no abnormalities with the bwi products. Since there was no particular strong contact during pvi, there was a pouch-like area on the cti, and it was expected that a slight right atrial tamponade occurred during catheter operation there. The customer¿s reported high impedance issue is not MDR reportable since there is no indication that the user-defined cut-off was exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On 9/24/2020, biosense webster inc. Received additional information about the patient and event. It was reported the patient in this case was male. The event was discovered post use of biosense webster products. The physician¿s opinion is that the cause of the adverse event is procedure. The patient¿s condition has improved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).